Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was found to be too small and resulted in moderate to severe central aortic regurgitation. Subsequently, a larger 34 mm transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.